Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm. Customer was able to clear the alarm and rewind also. Drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.